Event description:
It was reported that noise and oversensing on the right atrial (ra) channel was observed during the initial implant of this pacemaker. Impedance remained unchanged and was within normal limits. The lead was connected to the pacing system analyzer (psa) cables with no reproducible noise. The physician connected the ra lead into the newly implanted pacemaker and noted the lead did not push into the header like it normally does. Subsequently, the decision was made to replace the pacemaker with a different one. It was also decided to replace the atrial lead as the physician was unsure at the time if the issue was with the device header or the terminal pin. No adverse patient effects were reported. Device and lead return are expected.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Under-insertion of the lead terminal pin into the device header is suspected to be the cause of the noise and oversensing observed during the implant procedure). However, this could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system, and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Event description:
It was reported that noise and oversensing on the right atrial (ra) channel was observed during the initial implant of this pacemaker. Impedance remained unchanged and was within normal limits. The lead was connected to the pacing system analyzer (psa) cables with no reproducible noise. The physician connected the ra lead into the newly implanted pacemaker and noted the lead did not push into the header like it normally does. Subsequently, the decision was made to replace the pacemaker with a different one. It was also decided to replace the atrial lead as the physician was unsure at the time if the issue was with the device header or the terminal pin. No adverse patient effects were reported.